Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a jagwire was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 (B)(6). According to the complainant, friction/resistance was encountered while maneuvering the jagwire through the ercp catheter. After advancing the wire through the ercp catheter, resistance was encountered once the tip exited the catheter. The jagwire was advanced an additional 4 cm before failing to move any further. By manipulating the wire forward and backward, the jagwire was able to be released and continued forward. Furthermore, the site indicated that some difficulty was experienced while attempting to remove the jagwire at the end of the procedure. The procedure was completed with the same jagwire under reasonable delay. After the procedure, the site noted the presence of a deep circular groove (approx. 1 millimeter) on the surface of the wire, between the tip and body, which was identified by running a fingertip over the questionable area. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).